Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 100 mcg/day) via an implantable pump. On an unknown date, the patient had withdrawal symptoms per patients mom, the managing doctor performed diagnostics and could not withdraw fluid from the catheter access port. The rep was not made aware of any factors that may have led or contributed to the issue. The patient was scheduled for a pump replacement. The pump was explanted on this report date and replaced, the manufacturers representative had the pump and would return it to the manufacturer. At the time of this report the issue was resolved, patient status was ¿alive; no injury¿

Manufacturer narrative:
Analysis found that there were no anomalies with the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative manufacturing representative. When asked if there was any pump issue detected that led to replacement, it was noted that there were no alarms reported. They were unsure of any information regarding if there were any withdrawal symptoms after pump replacement. They were unaware of the patient¿s weight at the time of the event.

Manufacturer narrative:
Other relevant component includes: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Interrogation of the device revealed the pump had been programmed to deliver 2,000.0 mcg/ml of baclofen at 469.8 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) is only applicable for the pump. Code remains applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The pump was returned to the manufacturer for analysis on november 27, 2017. It was reported the pump had been used to deliver lioresal. The patient was not in a clinical study, the device had been used with/in the patient, for treatment, and there was no patient death. It was reported there was no patient injury, and it was also reported the patient recovered without sequela following the device replacement. It was reiterated the pump had been replaced due to device-related, and therapy-related concerns, along with an unknown loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6). It was reported that additional medical history included spasticity related to cerebral palsy and 2 unspecified pumps over 10 years at least ("since many years"). On an unreported date, the patient was being treated with gablofen (baclofen) (unknown concentration) at 470 ug/day. The onset of previously reported withdrawal symptoms (itching and spasms) occurred in early (B)(6) 2017. The patient was hospitalized on (B)(6) 2017 for pump failure and discharged on (B)(6) 2017. As of (B)(6) 2017, the events resolved with pump replacement with good catheter access. No further complications were reported/anticipated.